Event description:
Reporter alleged the customer was not understanding what was going on and she thought the customer was having a stroke. Reporter stated that she used the voicemate advantage system to test him with a result of 215 mg/dl and she took the customer to the hospital. Thirty minutes later, the hospital obtained a result of 40 mg/dl on their system and treated the customer with a glucose IV before giving him a sandwich. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.